Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous and moderately calcified distal right coronary artery (rca). Predilatation was performed prior to the attempt to cross the lesion. During the attempt to cross the lesion with the 3.0x15 mm rx vision stent delivery system (sds) resistance was felt, when the sds was retracted from the patient after the failed attempt to cross, the stent implant dislodged from the balloon onto the distal shaft. There was no reported resistance during retraction of the sds from the patient. A new sds was used to complete the case successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.